Manufacturer narrative:
Concomitant therapies: vitalite. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "foreign-body granuloma¿ and pruritus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the glabella and philtrum with a juvederm vista volift xc. The patient was concomitantly injected with a juvederm vista ultra xc and a juvederm vista ultra plus xc. The patient was also taking vitalite concomitantly. About 6 months and a half later, the patient presented ¿itchy¿, ¿induration¿, ¿swelling¿, and ¿no heat¿ on the glabella. A week later, ¿redness¿, ¿swelling¿, and ¿no heat¿ appeared on the philtrum. The symptoms just presented where the juvederm vista volift xc was injected. The doctor initially diagnosed this as allergy. This was the first time for the patient to be treated with hyaluronic acid. ¿it was newly judged that it was the foreign-body granuloma¿. A biopsy was not performed to confirm the event ¿granuloma¿. In the hcp¿s opinion, the symptoms are related to the juvederm vista volift xc only, given that the ¿symptoms presented in volift injection sites¿; the hcp added, that ¿the relationship is determined to be strong.¿ 2 days later, the patient was treated with hyaluronidase (human extract), prednisolone, dermosol, steroid, and prostaglandin. The condition improved. 3 days later the symptoms remain; further follow up revealed the ¿redness of the skin has improved, but acne-like swelling presented.¿ ¿subcutaneous abscesses¿ were found and drainage treatment was performed. No further information provided.